Manufacturer narrative:
Humalog® was tested for up to 48 hours as labeled.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 500mg/dl. Elevated bgs were treated by administering 10 units of insulin via manual injection. During troubleshooting with tandem technical support it was found that the customer had been using humalog for longer periods than it was labeled for. The customer was advised about off-label use.